Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a plastic surgery, the needle was broken. The surgeon used another suture to continue the stitches. The issue prolonged the suture time. There was no patient injury.